Event description:
Spacelabs received a report that a pt monitor/ central did not give an alarm for pause or asystole after more than 5 seconds. The customer was unable to locate the pt records in clinical access.

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is eval this reported event and will file a follow up report when our eval is concluded.

Manufacturer narrative:
The event did not get reported to spacelabs until 13 days after the event date took place. Although the information was requested, the customer did not provide the alarm limits settings, error logs or the retrospective patient data. The functional tests were performed on the module according to the service manual. All tests passed. An ECG strip was provided by customer. The ECG strip began at 5:34:54 am and ended at 5:35:39am on (B)(6) 2013. The rhythm was atrial fibrillation. Heart rate was 96 beat per minute. There was an absence of the qrs for 4 seconds (an r-r interval was 4 seconds) in the ECG strip. The monitor will not generate an alarm unless the pause is longer than the pause alarm setting in the ECG alarm limits menu. The longest pause setting is 4.5 seconds according to the operations manual. The classification of an asystole event is an absence of qrs for 5 seconds or more in the ECG waveform according to the operations manual. As qrs was not absent for more than 4 seconds, the monitor would not generate an asystole alarm in this case. As the customer did not provide these alarm settings and retrospective patient data despite request, we were unable to verify the pause and alarm settings for the product. In conclusion, we cannot conclusively determine the cause of the reported failure. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a patient monitor and central station did not alarm for pause or asystole after more than 5 seconds. The customer was unable to locate the patient records in the electronic medical records (clinical access). No one was injured as a result of this event.